Event description:
It was reported that the bd syringe 3ml ll 200 s/c had a syringe needle connectivity issue. The following information was provided by the initial reporter: material # 309657 batch # 5050753 verbatim: rcc received a complaint via email. Email(s) attached. I am a lab assistant at portland providence medical center. I am writing to report a problem we are having with the bd plastipak 3ml syring with luer-lok tip. Product name: plastipak 3ml syring with luer-lok tip catalog #: 309657 items #: 367164 lot/serial #: (B)(6). Concern: when this syringe is attached to a butterfly needle (all sizes and manufacturers we stock) up to 30% of the time the syringe and butterfly do not make a proper seal and air is pulled into the syringe, not allowing the full 3ml of volume to be drawn up with blood. Up to 10% of the time the connection is so poor that only air is pulled into the syringe and the blood draw must be repeated. No matter how tightly or carefully the butterfly is attached the problem can still occur. There are no visual clues or defects that we have noticed which show that a syringe will fail. This is not happening with any other syringe we have in stock. Additional information received on (B)(6) 2025 I will respond to each point individually but I regret that the answers may be less than satisfactory as this problem is happening multiple times per day and I cannot take pictures or video of the problem happening real time. 1. Can you please provide an exact date of event in mm-dd-yyyy format? This is not a single failed syringe. As stated in the initial email, up the 30% off all the syringes used will have a poor seal and will draw in air and not allow the max volume of blood to be drawn. I have had more than 3 fail to properly seal today, (B)(6) 2025, with 1 completely failing to draw any blood, and the draw having to be redone. 2. Can you please provide the total number of occurrences? I could not possibly tally the total number of failures. Multiple failed per day going back multiple weeks. Many of my coworkers are avoiding using 3ml syringes altogether for fear of having to repeat the draw. 3. What was the impact to the patient? The main impact to the patient is when not enough or no blood can be drawn up into the syringe and the draw must be redone. The patient must be stuck again. 4. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. The adverse effect on the lab is that the phlebotomist must redo the venipuncture with associated lost time and materials. This adds up when happening multiple times per day. 5. Is there a photo or sample available showing the reported issue? If yes, are you able to provide the address of the facility for us to ship the return label? I cannot take photos while in the patient rooms and therefore I cannot take photos of the defective products.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. E.1. Address was not located and il was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information was provided.

Manufacturer narrative:
(B)(6) - supplemental MDR - syringe needle connectivity issue. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Batch 5050753 is considered in compliance with our product specification requirements. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.